Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: 2013-(B)(4), product type extension, product ID 3389s-40, lot# va04st0, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s left implant was rotated. An x-ray showed this on (B)(6)-2013. It was noted that the implant was rotated due to twiddlers syndrome. No action was taken. Later that day it was reported that the patient had exacerbation of her parkinson¿s disease symptoms. The patient had falls and dyskinesias. There were high impedances on three of four contacts. Reprogramming was performed on (B)(6)-2013 in which the patient was moved to contact 1 as it had normal impedance. The event was reported as ongoing with no further action needed. However, it was noted that further action was to be determined.

Manufacturer narrative:
(B)(4).